Event description:
It was reported that a patient's atrial lead was not obtaining a satisfactory capture threshold during its implant procedure. The lead's helix was also unable to fixate into the cardiac muscle. The faulty lead was replaced with a different unit. No further information is available.

Manufacturer narrative:
Correction: section g2 should have had "foreign" selected in previous report.

Event description:
New information notes that the serial number for the device is (B)(6), and that the helix was locked in the extended position. This was confirmed upon handling by the physician.

Event description:
New information notes that the patient was stable throughout.